Event description:
Surgeon advised the sales consultant that during a zmc procedure he was using matrixmidface screws. During insertion, one of the screws broke mid-shaft. The broken fragment was retrieved. The head of another screw stripped. Half of the broken screw is available for return.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. According to the manufacturing evaluation observations, the part was broken at the neck just below the head. Only the head of the screw was returned for evaluation. No threads remain on the returned part. Since all the features relevant to this complaint could not be checked and a review of the DHR could not be completed this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4)